Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. A customer service representative provided pump reset information and assisted the customer in resetting the pump.